Event description:
Medtronic received info indicating that 45 minutes into a mitral valve/coronary artery bypass surgery, the venous line filled with air and this venous cannula was found to be almost broken in half. The break was in the wire reinforced area, appearing very clean and straight as if cut. The surgeon taped the broken part together, which effectively secured the cannula for the remainder of the case. There were no adverse pt effects and the post operative course was uneventful. The device was returned for analysis.

Manufacturer narrative:
(B)(4) results = analysis confirmed broken cannula. Conclusion = cause of event cannot be determined. Analysis: upon receipt at medtronic's quality lab, visual inspection revealed a break in the cannula body, approx 7 inches from distal tip. The break was approx 350 degrees around the circumference of the cannula body. There were no signs of dents or damage in the cannula body. Conclusion: analysis could not determine the root cause of the break in the cannula. An in depth investigation to determine root cause is undergoing. Upon completion of the investigation, a f/u report will be submitted.